Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown/not provided. Section e1:surgeon's email address: unknown/ asked but not available. Section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted due to mechanical complication. The lens was explanted in a secondary procedure and replaced with diu 300 with a diopter of +19 and was well tolerated by the patient. There was no patient injury. No other information is available.